Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is unknown. Customer states that the insulin pump is alarming.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted. The insulin pump was unable to finish occlusion test due to motor error alarm. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.